Manufacturer narrative:
Device was not returned to manufacturer for testing. Production records have been supplied. (B)(4).

Event description:
End-user stated "it seems like the needle inside is gone." The end-user is referring to the cannula inside the syringe barrel.